Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noise on the electrogram (egm). Additionally, the device delivered an inappropriate 21j shock due to the observed noise. The pacing impedance measurements were greater than 3,000 ohms. A revision procedure was performed and the lead was surgically abandoned. No adverse patient effects were reported during the procedure.